Event description:
The customer reported the system is not recognizing the footswitch. No system messages displayed. Additional information was requested on the event and pt status with no response to date. The pt impact is unk.

Manufacturer narrative:
The facility cancelled the service request. No samples were returned for evaluation. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unk at this time. (B)(4).